Event description:
Hill-rom received a report from a hill-rom technician found a note on the bed stating the nurse call is not working. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning mostly due to a short in the communication cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 - 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.